Event description:
This x-ray system went down with pt on table.

Manufacturer narrative:
(Conclusions) - the investigation found the replacement of component, figaro ii generator control, corrected the problem. Based on trending analysis there is no exceptional replacement rate of this part. There is no required mandatory field action.